Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow encapsulation and deformation. A weight test of the device was verified and the device was within specification. Voids and cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is no issues found related with the manufacturing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and concern about implant.

Event description:
Patient reported "having read the information about the link to the rare cancer I want to get these implants removed as this is causing me and my family a great amount of anxiety". Implanting surgeon reported capsular contracture baker grade 4. The device remains implanted. Affected side is right.